Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed; jaw broke off. The instrument was found with a broken curved blade and the broken piece was returned with the instrument. No material appeared to be missing as the broken assembly was pieced back together. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication procedure, the jaw of a harmonic ace instrument broke off and fell into the patient. The fragment was visually retrieved by the surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a nissen fundoplication with ventral hernia repair, the tip of a harmonic ace instrument fell off and into the patient. The surgeon saw the piece fall and was able to retrieve it during the same procedure with a laparoscopic grasper. A backup harmonic ace instrument was inserted and the procedure completed robotically with no reported injury.